Event description:
The customer originally returned his olympus visera elite ii video system center due to a loose component moving around inside the unit. There was no patient harm reported from the above event. During the device evaluation, it was discovered that the brightness adjustment was not functioning. The lighting was either so bright or so dim that the image was indistinguishable. This report is being submitted to capture the poor-quality image as a result of the brightness malfunction.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. A broken screw was noted inside the unit and caused the reported failure. Additionally, as noted in the event section, the brightness adjustment was not functioning properly. Furthermore, due to a misalignment of the led unit, the light intensity of the normal lighting did not meet specification. The touch panel was found scratched and cut. There was damage noted on the chassis, the front panel, and two printed circuit boards. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. While it was confirmed a loose screw was found inside the device, the results of the investigation could not specify the cause of the loose screw could not be identified. Olympus will continue to monitor field performance for this device.